Manufacturer narrative:
Evaluation of the returned velocity confirmed that the velocity was fractured on its proximal shaft. Evaluation revealed kinks near the fracture locations. If the velocity is manipulated at an angle or advanced against resistance, damage such as kinks and subsequent fractures on the catheter shaft may occur. Further evaluation of the device revealed multiple kinks and that the strain relief was stretched. This damage likely occurred due to manipulation against resistance. The root cause of the resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, while advancing the velocity through the red62, the physician experienced resistance and the velocity would not advance past the distal part of the red62. The physician then decided to remove the velocity and noticed that the velocity was fractured near the proximal end. Therefore, the physician removed the red62 containing the velocity. The procedure was completed using another microcatheter and the same red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.